Event description:
Nurse was trying to remove jp drain as ordered by the physician. Unable to do so and called for assistance. Next nurse pulled on the tubing and it broke, small notch was noted in the tubing at the end of the break.